Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The lesion location and characteristics are unknown. The taxus liberte delivery system was unable to cross the lesion. When the device was removed from the pt a stent strut was lifted up. There were no pt complications and the procedure was completed with another device.